Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nighttime hypoglycemic event while using the ilet system after an infusion set change and a dinner that included meat, cheese, crackers, and alcohol, with cgm targets set to normal primary and higher secondary. Symptoms included hypoglycemia with a nadir of 40 mg/dl and hyperglycemia up to 375 mg/dl. Outcomes included glucose excursions outside 70¿180 mg/dl for a few hours, self-management with oral carbohydrates, and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of the hypoglycemia and subsequent variability; the user reported multiple recent infusion set issues and received replacement infusion sets. It was concluded that a definitive root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.